Event description:
It was reported "dilator wing broke off the sheath". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The report of peel-away tabs breaking off was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the sheath was split completely down the extrusion. One side of the extrusion appeared to separate directly adjacent to the tab. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the provided photo, manufacturing caused or contributed to this event. An investigation within teleflex was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "dilator wing broke off the sheath". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).